Event description:
Healthcare professional reported a flipped port.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was resutured into place and remains implanted. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no model number, serial number or implant date was given. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and patient data. The information has not yet been received by allergan. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, revision date, diagnostic testing, patient data or further event details.